Event description:
It was reported to resmed that an astral ventilator failed to pass its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement. Reference MFR # 3004604967-2015-00117.